Event description:
It was later reported that as of (B)(6) 2011, the cause of the volume discrepancy remained unk. The pump was filled with 40 mls, and 2-4 mls had been "used," therefore, the pt was receiving some medication. The hcp did a roller study and it revealed the pump was working properly. The pt's spasticity was "not under control," but experienced no other symptoms. The hcp was concerned about increasing the pt's dose because if the system were to "work properly," the pt could be overdosed. The hcp planned to check the actual/expected volumes and perform a catheter aspiration at the pt's next visit to the hcp. Replacement surgery was being considered. It was later reported that it was still "unknown" if the event/issue was due to the catheter. A catheter dye study was performed, and zero flow back was noted. In regards to a pump rotor study, "turned appropriately" was noted. A surgical revision was scheduled. The drug used in the pump at the time of the event was lioresal.

Manufacturer narrative:
(B)(4).